Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited high capture threshold.

Manufacturer narrative:
Voluntary medwatch report received: mw5155246.